Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the hospital for a lead repositioning procedure to address lead dislodgment noted from four years ago. High threshold was also observed. Lead repositioning could not be completed as the helix would not extend after twenty rotations. The lead was explanted and replaced instead. The patient is recovering and the condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.